Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The area was described as several open and unopened blisters. During a follow up, the patient reported that she still had the blisters and was using rubbing alcohol and (B)(6) cream on the area. During a final follow up the patient indicated that the rash was still present and would not resolved due to a metal allergy. There is no indication that the patient received medical intervention. The final outcome of the irritation is unknown.